Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 91 mg/dl. The current sensor glucose value is 53. The sensor glucose and blood glucose is not within acceptable range. Customer was advised do not calibrate on a sensor alert and we will ship a replacement sensor. Customer will calibrate after turning on sensor in about 3 hours.

Manufacturer narrative:
Analysis inspected one opened or used partial sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened or used. Unable to confirm insertion or needle anomaly due to customer did not return insertion needle only sensor.